Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large hem-o-lok clip applier instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the instrument log for the large hem-o-lok clip applier instrument (part# 470230-12 / lot# n10181018-0128) associated with this event has been performed. Per logs, the large hem-o-lok clip applier instrument was last used on (B)(6) 2022 on system sk1644 for a gastric bypass (roux-en-y) surgical procedure. The instrument had 25 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the large hem-o-lok clip applier instrument had an unspecified "stapling" issue according to the customer. The procedure was completed with no reported injury nor delay. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information and to clarify the allegation since the clip applier instrument does not staple. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) ) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and reported failure was neither replicated nor confirmed. The part returned was returned in a damaged condition. The instrument failed engagement when placed on the in-house system due to a broken input disk. The instrument was unable to be used to test the clip functionality on the in-house system as a result. Visual inspection was performed and there was no physical damage at the distal tips. Additional observations not reported by the site were also identified. The instrument was found to have an engagement failure during in-house testing. The instrument passed recognition but failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The in-house system showed multiple 22020 error codes, indicating the installed instrument failed to engage. A review of logs showed no engagement failures related to this instrument. The root cause of this failure is attributed to a broken input disk. The instrument was found to have an input disk broken, causing the grip cables to dislodge from the crimp grooves. Input disk was found broken into pieces inside the housing. Hairline cracks were found on grip input shaft #6. The instrument was found to have corrosion on one or more clamping pulleys in the backend. Orange discoloration was found on multiple input disks.